Manufacturer narrative:
(B)(4). The report of a crack in the pedimag blood pump was confirmed; however, a root cause for the damage could not be determined. Examination of the returned pump revealed a crack in the outflow portion of the pump. Examination under a microscope showed that the crack appeared to be superficial and not a complete break of the polycarbonate material. A leak test was performed on the returned pump and no leaks were observed. The returned pump was functionally tested on a test motor and test primary console and was found to function as intended. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device ¿ 15 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was being supported with an extracorporeal circulatory support pump. It was reported that a crack was noted in the right ventricular assist device (rvad) outflow. The patient was exchanged to another manufacturer's pump.